Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the ins was heating up. It was unknown what factors may have led to the issue. The rep said that they were setting up an appointment to evaluate the patient's system. It was noted that the issue was not resolved at the time of the report. No further complications were reported.